Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2016 with the following findings: during investigation, the pump powered on and displayed the verify screen. A blank display was not observed during testing. The complaint of a blank display was not duplicated. Unrelated to the complaint, investigation revealed that the display was dim, fading, and discolored. Also unrelated to the complaint, investigation revealed a cracked battery compartment.